Manufacturer narrative:
Date sent to the FDA: 4/13/2022.

Manufacturer narrative:
Date sent to the FDA: 4/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿there were adhesions from the colon, omentum and hernia sac to the mesh. Additionally, approximately two-thirds to three-quarters of the mesh essentially had torn loose from the fascia.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, hospitalizations and stress and anxiety. No additional information is provided.